Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4): the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device passed homechoice return instrument test / evaluation (rite), but failed rite functional test due to volumetric accuracy exceeded limits. An external and internal inspection was performed and revealed no problems. The volumetric accuracy was performed and device failed the first test with original piston foam, passed the second test with (B)(4) installed and failed the third test with original piston foam reinstalled to piston. The device passed temperature verification. An inspection performed on the door revealed piston cracked, membrane gasket torn and piston foam disintegrated. The cause of the failed volumetric accuracy test was determined to be piston foams disintegrated. The device was determined to not meet specifications for the reported issues. The device was sent to service. If additional relevant information is received, a follow-up will be submitted.